Manufacturer narrative:
The distributor (nsk europe) could not receive any information about the patient. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. C260616-02]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject p300-2a80 device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted a visual inspection of the returned attachment and the returned p200-smh-hs (serial no. (B)(6) motor, pds-2rful-40 (lot no. 25x1), as well as the pds-2rdul-40 (lot no.2591) surgical burs, which were returned together with the attachment, and observed the following: there were no abrasion or deterioration on the attachment or the motor. No abnormalities were observed in the pds-2rful-40 surgical bur. Heat-related discoloration was observed on the pds 2rdul 40 surgical bur. In addition, foreign material was found adhered between the diamond particles. C) nakanishi conducted temperature testing of the returned p300-2a80 attachment and the p200-smh-hs motor in the following manner: c.1) temperature sensors were attached to the exterior of the attachment and the motor at various test points. These included the point most proximal to the patient (testing point (1)) and additional points located toward the distal end of the attachment (testing points (2) and (3)). Additional testing points (motor testing points (1) and (2)) were also set on the motor. The test setup was prepared to record temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. For reference, temperature measurements were also conducted using a demonstration p300 2a80 attachment under the same test conditions. C.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the motor at 80,000min-1, which is the maximum rpm for the motor that drives the attachment (80,000min-1 for the attachment) and measured the exothermic response. C.3) nakanishi measured the temperature rise of the returned attachment and motor set at 80,000min-1 (motor revolution 80,000min-1). Nakanishi observed rises in temperature at the test points; however, the temperatures were not high enough to cause a burn injury. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the attachment and performed a visual inspection of the internal parts. Nakanishi observed no abnormalities could affect heat generation such as component damage, adhesion of foreign materials, or corrosion in the attachment b) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. C260616-02. Verification a) nakanishi confirmed that the returned attachment showed no abnormalities in performance, external appearance, or internal components after disassembly. Nakanishi observed heat related discoloration on the returned pds 2rdul 40 burs, extending from the cutting portion to the shank, along with foreign material lodged in the cutting portion and adhered to the shank. These findings suggested that the bur may have been rotating while the shank portion was in contact with the material being cut. B) to verify this, nakanishi conducted a supplemental test and confirmed localized high temperatures under such conditions: with shank contact: 65c (measured at the tip of the bur guard). Without shank contact: 40c (measured at the tip of the bur guard). Based on these results, nakanishi considered that the shank portion likely reached even higher temperatures. Contact between the bur guard or shank and the material being cut and/or the skin would therefore present conditions capable of causing a burn injury. C) nakanishi further considered that foreign material lodged in the cutting portion reduced cutting performance, increasing cutting load and promoting heat generation. Heat related discoloration on both the cutting portion and shank also indicated insufficient cooling, suggesting that irrigation did not adequately reach the shank portion under the contact condition. Conclusions reached based on the investigation and analysis results: a) nakanishi could not replicate the temperature rise at the time of the event. However, nakanishi observed some abnormalities in the returned surgical burs during the visual inspection. B) nakanishi considers the possibility, based on the findings in the visual inspection and the verification, as well as many years of experience, that the primary cause of the reported burn injury was abnormal heat generation resulting from rotation of the bur while the tip of the bur guard or the shank portion was in contact with the material being cut or the skin. C) nakanishi further considers that foreign material lodged in the cutting portion of the surgical bur reduced cutting performance and increased the cutting load, thereby contributing to localized temperature rise and resulting in a burn injury. D)nakanishi observed heat related discoloration on both the cutting portion and the shank of the surgical bur, indicating insufficient cooling and judged that irrigation did not adequately reach the shank portion under the contact condition, further contributing to the temperature rise. E) misuse by the user led to the above issue, which contributed to the reported event. F) in order to prevent the recurrence of the attachment overheating, nakanishi took the following actions: f.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. F.2) nakanishi reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the attachment as instructed in the operation manual.

Event description:
On june 9, 2026, nakanishi received an email from the distributor (nsk europe) stating that two adverse events involving nsk surgical devices overheating and causing burn injuries had been identified. Nakanishi initially considered these were new incidents. However, a further email on june 25, 2026 from the distributor determined that these two cases were the same events that had already been reported to the FDA as the initial report (MDR 9611253-2026-00028). This report corresponds to the first of the two adverse events. According to the distributor, two devices are suspected of being involved in the event, but the hospital was unable to determine which device actually caused the adverse event. Therefore, nakanishi is submitting two separate mdrs for this event. This MDR is regarding the device with the serial number (B)(6). Details are as follows: the date of the event is unknown, not (B)(6) 2026. At the time of the event, the surgeon was performing an anterior decompression at c7/th1 for a right-sided cervical disc prolapse on the patient. The surgeon used an anterior approach to the cervical region and made a skin incision from the midline toward the left side using p300-2a80 standard attachment (serial no. (B)(6). The surgical angle was steep and at the limit of what was technically feasible. When closing the wound, the surgeon observed that a burn injury had occurred from the drill sleeve. Due to the steep angle into the disc space, the drill sleeve had to partially rest on the skin outside the incision, and the heat generated caused a burn injury. The injury involved partially melted skin down to the dermis and peeling skin. This was assessed as a second-degree burn. The burn measured approximately 1 cm in width and 4 cm in length. The burn injury is expected to heal but may result in unnecessary pigmentation beneath the surgical wound.